Event description:
It was reported that an ilet insulin pump¿s touchscreen was found cracked after being taken off during a hockey practice and the device was no longer functional, prompting transition to insulin pens. Symptoms included no reported changes in blood glucose. Outcomes included device replacement and instructions to discontinue use due to loss of watertight integrity and inability to confirm functionality. Investigation included collection of event details, confirmation of serial number, counseling on shutdown and data sync, and arrangements for return and assessment. Investigation of this case revealed external physical damage to the touchscreen component consistent with impact-related breakage, resulting in loss of display function and device usability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external forces.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.